Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump stopped insulin delivery sometime between 11pm and 4am without the customer's interaction. Review of the pump data logs by tandem technical support showed no issues that would stop insulin delivery during the timeframe provided by the customer. The customer's blood glucose level was 112 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.